Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the right coronary artery (rca) and was predilated with a 2.50 x 15 mm maverick balloon. A 3.50 x 16 mm taxus express2 drug eluting stent was then advanced to the lesion but was stripped off the stent delivery system in an unknown location. The stent was located in the right iliac artery and was removed during a separate procedure. The stenting procedure was successfully completed with a vision stent of unknown size. The pt status is reported as fine.